Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, moisture was found on the display screen inside the pump. The keypad rubber was undamaged and the pump powered up to an unresponsive keypad. The unresponsive keypad issue was duplicated. The keypad was removed to find no contamination or damage to the button contacts. The pump cover was removed to find moisture on the keypad flex connector, and on the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked below the grip pad with a leak.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive, with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.